Event description:
It was reported that the programmer button gives a spark every time the device technician turns it on. A replacement for the programmer was ordered. There was no patient involvement.

Manufacturer narrative:
The reported event was a power supply anomaly and the programmer sparking when turned on. The field complaint of " power supply anomaly" was verified and traced to issues with the power supply unit.